Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain area") in a (B)(6) female patient who had essure (batch no. A36519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder, vaginal delivery and post procedural hypothyroidism. Concurrent conditions included morbid obesity (bmi- 65.50), ovarian cyst, upper respiratory infection, cholelithiasis (multiple gallstones), spleen enlarged and generalized pruritus. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depressed a lot/psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraine"), the first episode of headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse),") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced rash ("rashes around ankle"), rash erythematous ("red rashes") and dermatitis contact ("contact dermatitis"). On (B)(6) 2015, 2 years 6 months after insertion of essure, the patient experienced weight increased ("weight gain / loss specify which one: weight gain") and abdominal distension ("bloating"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in stomach"), feeling abnormal ("look like I'm 9 months pregnant and I am not"), the second episode of headache ("headaches a lot"), peripheral swelling ("swelling in hands and feet"), back pain ("back hurts a lot") and swelling face ("swelling in face"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),) and surgery (hysterectomy (partial),salpingectomy (bilateral salpingectomy (bilateral removal of fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal pain upper, feeling abnormal, the last episode of headache, peripheral swelling, back pain, swelling face, female sexual dysfunction, rash, migraine, dysmenorrhoea, vaginal discharge, weight increased, rash erythematous and dermatitis contact outcome was unknown, the depression, dyspareunia and abdominal distension had resolved and the allergy to metals and fatigue was resolving. The reporter provided no causality assessment for abdominal pain upper, back pain, depression, feeling abnormal, peripheral swelling, swelling face and the second episode of headache with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, rash, rash erythematous, vaginal discharge, weight increased and the first episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 65.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2015: uterus -hysterectomy with bilateral tubes: gross description: sectioning reveals a metallic spiral wire with partly coiled and partly flat configuration present in the lumen. On left side, it measures 5 cm. In length with 2 cm. Of coiled spiral area and 3.0 cm of flat wire and it measures 0.1 cm. In diameter. The right fallopian tube measures 6.5 cm. In length and 0.4 cm. In diameter. Sectioning reveals a metallic spiral wire with partly coiled and partly flat configuration present in the lumen. On right side, it measures s cm. In length with 2 cm. Of coiled spiral area and 3.0 cm of flat wire and it measures 0.1 cm. In diameter. Concerning the injuries reported in this case, the following ones were described: morbid obesity, ovarian cyst, cholelithiasis, upper respiratory tract infection, splenomegaly, pruritus generalized, thyroid disorder, delivery, post procedural hypothyroidism and following ones were confirmed: abdominal pain, depression, nicel allergy, rashes, vaginal discharge in patient¿s medical records. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added. Events were clubbed with previously reported events. Events: female sexual dysfunction, rash, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, rash erythematous, dermatitis contact, abdominal distension were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain area") in a 36-year-old female patient who had essure (batch no: a36519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder, vaginal delivery and post procedural hypothyroidism. Concurrent conditions included morbid obesity (bmi- 65.50), ovarian cyst, upper respiratory infection, cholelithiasis (multiple gallstones), spleen enlarged and generalized pruritus. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). In december 2012, the patient experienced depression ("depressed a lot/psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraine/ migraines"), the first episode of headache ("headache/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse),"), fatigue ("fatigue") and anxiety ("mental anguish"). In december 2012, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced pelvic pain ("pain"). In february 2013, the patient experienced the second episode of headache ("headaches a lot/ headaches"). In march 2015, the patient experienced vaginal discharge ("vaginal discharge"). In may 2015, the patient experienced rash ("rashes around ankle"), rash erythematous ("red rashes") and dermatitis contact ("contact dermatitis"). On (B)(6) 2015, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in stomach"), feeling abnormal ("look like I'm 9 months pregnant and I am not"), peripheral swelling ("swelling in hands and feet"), back pain ("back hurts a lot") and swelling face ("swelling in face"). The patient was treated with paracetamol (tylenol), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),) and surgery (hysterectomy (partial),salpingectomy (bilateral salpingectomy (bilateral removal of fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal pain upper, feeling abnormal, peripheral swelling, back pain, swelling face, female sexual dysfunction, rash, migraine, vaginal discharge, weight increased, rash erythematous, dermatitis contact, anxiety and pelvic pain outcome was unknown, the depression, allergy to metals, dysmenorrhoea, dyspareunia and abdominal distension had resolved and the last episode of headache and fatigue was resolving. The reporter provided no causality assessment for abdominal pain upper, back pain, depression, feeling abnormal, peripheral swelling, swelling face and the second episode of headache with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, pelvic pain, rash, rash erythematous, vaginal discharge, weight increased and the first episode of headache to be related to essure. The reporter commented: type of application: disability b. Date (or year) application: on (B)(6) 2015. C. Nature of claimed injury/disability: essure removal partial hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 65.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2015: uterus -hysterectomy with bilateral tubes: gross description: sectioning reveals a metallic spiral wire with partly coiled and partly flat configuration present in the lumen. On left side, it measures 5 cm. In length with 2 cm. Of coiled spiral area and 3.0 cm of flat wire and it measures 0.1 cm. In diameter. The right fallopian tube measures 6.5 cm. In length and 0.4 cm. In diameter. Sectioning reveals a metallic spiral wire with partly coiled and partly flat configuration present in the lumen. On right side, it measures s cm. In length with 2 cm. Of coiled spiral area and 3.0 cm of flat wire and it measures 0.1 cm. In diameter. Concerning the injuries reported in this case, the following ones were described: morbid obesity, ovarian cyst, cholelithiasis, upper respiratory tract infection, splenomegaly, pruritus generalized, thyroid disorder, delivery, post procedural hypothyroidism and following ones were confirmed: abdominal pain, depression, nicel allergy, rashes, vaginal discharge in patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: anxiety, pelvic pain. Outcome of event allergy was updated from recovering / resolving to recovered/ resolved, cramping from unknown to recovered/ resolved and headaches from unknown to recovering / resolving. Lab data and treatment drug was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain area") in a 36-year-old female patient who had essure (batch no. A36519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder, vaginal delivery and post procedural hypothyroidism. Concurrent conditions included morbid obesity (bmi- 65.50), ovarian cyst, upper respiratory infection, cholelithiasis (multiple gallstones), spleen enlarged and generalized pruritus. Concomitant products included paracetamol (acetaminophen). In november 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced depression ("depressed a lot/psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraine"), the first episode of headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse),") and fatigue ("fatigue"). In march 2015, the patient experienced vaginal discharge ("vaginal discharge"). In may 2015, the patient experienced rash ("rashes around ankle"), rash erythematous ("red rashes") and dermatitis contact ("contact dermatitis"). On (B)(6) 2015, 2 years 6 months after insertion of essure, the patient experienced weight increased ("weight gain / loss specify which one: weight gain") and abdominal distension ("bloating"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in stomach"), feeling abnormal ("look like I'm 9 months pregnant and I am not"), the second episode of headache ("headaches a lot"), peripheral swelling ("swelling in hands and feet"), back pain ("back hurts a lot") and swelling face ("swelling in face"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),) and surgery (hysterectomy (partial),salpingectomy (bilateral salpingectomy (bilateral removal of fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal pain upper, feeling abnormal, the last episode of headache, peripheral swelling, back pain, swelling face, female sexual dysfunction, rash, migraine, dysmenorrhoea, vaginal discharge, weight increased, rash erythematous and dermatitis contact outcome was unknown, the depression, dyspareunia and abdominal distension had resolved and the allergy to metals and fatigue was resolving. The reporter provided no causality assessment for abdominal pain upper, back pain, depression, feeling abnormal, peripheral swelling, swelling face and the second episode of headache with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, rash, rash erythematous, vaginal discharge, weight increased and the first episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 65.5 kg/sqm. Hysterosalpingogram - on 22-may-2013: total bilateral occlusion. On (B)(6) 2015: uterus -hysterectomy with bilateral tubes: gross description: sectioning reveals a metallic spiral wire with partly coiled and partly flat configuration present in the lumen. On left side, it measures 5 cm. In length with 2 cm. Of coiled spiral area and 3.0 cm of flat wire and it measures 0.1 cm. In diameter. The right fallopian tube measures 6.5 cm. In length and 0.4 cm. In diameter. Sectioning reveals a metallic spiral wire with partly coiled and partly flat configuration present in the lumen. On right side, it measures s cm. In length with 2 cm. Of coiled spiral area and 3.0 cm of flat wire and it measures 0.1 cm. In diameter. Concerning the injuries reported in this case, the following ones were described: morbid obesity, ovarian cyst, cholelithiasis, upper respiratory tract infection, splenomegaly, pruritus generalized, thyroid disorder, delivery, post procedural hypothyroidism and following ones were confirmed: abdominal pain, depression, nicel allergy, rashes, vaginal discharge in patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain area') in a 36-year-old female patient who had essure (batch no. A36519) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, vaginal delivery and post procedural hypothyroidism. Previously administered products included for an unreported indication: prenatal vitamin and propylthiouracil. Concurrent conditions included morbid obesity (bmi- 65.50), ovarian cyst, upper respiratory infection, cholelithiasis (multiple gallstones), spleen enlarged, generalized pruritus, hernia repair, thyroidectomy and hypothyroidism. Concomitant products included levothyroxine, medroxyprogesterone acetate (depo-provera), paracetamol (acetaminophen) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced depression ("depressed a lot/psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraine/ migraines"), the first episode of headache ("headache/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse),"), fatigue ("fatigue") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back hurts a lot/ back pain") and pelvic pain ("pain"). In (B)(6) 2013, the patient experienced the second episode of headache ("headaches a lot/ headaches"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced rash ("rashes around ankle"), rash erythematous ("red rashes") and dermatitis contact ("contact dermatitis"). On (B)(6) 2015, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced abdominal pain upper ("pain in stomach"), feeling abnormal ("look like I'm 9 months pregnant and I am not"), peripheral swelling ("swelling in hands and feet"), swelling face ("swelling in face") and hypersensitivity ("allergic reactions"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and hysterectomy (partial),salpingectomy (bilateral salpingectomy (bilateral removal of fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal pain upper, feeling abnormal, peripheral swelling, back pain, swelling face, female sexual dysfunction, rash, migraine, vaginal discharge, weight increased, rash erythematous, dermatitis contact and anxiety outcome was unknown, the depression, allergy to metals, dysmenorrhoea, dyspareunia, abdominal distension, pelvic pain and hypersensitivity had resolved and the last episode of headache and fatigue was resolving. The reporter provided no causality assessment for abdominal pain upper, back pain, depression, feeling abnormal, peripheral swelling, swelling face and the second episode of headache with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, migraine, pelvic pain, rash, rash erythematous, vaginal discharge, weight increased and the first episode of headache to be related to essure. The reporter commented: type of application: disability b. Date (or year) application: (B)(6) 2015 c. Nature of claimed injury/disability: essure removal partial hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 65.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. On (B)(6) 2015: uterus -hysterectomy with bilateral tubes: gross description: sectioning reveals a metallic spiral wire with partly coiled and partly flat configuration present in the lumen. On left side, it measures 5 cm. In length with 2 cm. Of coiled spiral area and 3.0 cm of flat wire and it measures 0.1 cm. In diameter. The right fallopian tube measures 6.5 cm. In length and 0.4 cm. In diameter. Sectioning reveals a metallic spiral wire with partly coiled and partly flat configuration present in the lumen. On right side, it measures s cm. In length with 2 cm. Of coiled spiral area and 3.0 cm of flat wire and it measures 0.1 cm. In diameter. Concerning the injuries reported in this case, the following ones were described: morbid obesity, ovarian cyst, cholelithiasis, upper respiratory tract infection, splenomegaly, pruritus generalized, thyroid disorder, delivery, post procedural hypothyroidism and following ones were confirmed: abdominal pain, depression, nicel allergy, rashes, vaginal discharge in patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event "allergic reactions" added. Outcome for pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.